Event description:
The patient was having a vertebraplasty for pathologic fractures with severe and chronic pain. The jupiter low pressure substance delivery system was used to inject methylmethacrylate into the vertebral bodies. The c-arm imaging post injection revealed that a portion of the delivery device, a metal tip, was retained in the vertebral body when the device was removed. The piece was left in and it should not cause a problem.